Manufacturer narrative:
(B)(4) - no known impact or consequence to patient, torn material. Evaluation method: work order search, injector lot number search. Results: a lens work order search was performed and one similar complaint was found within the work order. An injector lot number search was performed and one similar complaint was found within the lot number. A visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, lot number search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon was inserting a 12.6mm micl 12.6 implantable collamer lens and the lens tore in the injector while being inserted. The lens was partially inserted and was removed with no patient injury. The surgeon inserted another same model lens but that lens also tore - see MFR report # 2023826-2013-00948. A third icl lens was implanted with no problem.